Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the chisel blade became damaged from use. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional evaluation coordinated by synthes (B)(4) reports the following: the visual inspection confirmed the chisel blade has completely snapped off. Further, it was also apparent by visual inspection that a piece of the edge is broken off. The complaint condition is likely the result of the blade coming in contact with a metallic part or too much mechanical force being applied, causing the damage to the middle section of the blade. The surface of the broken blade is homogenous which indicates conformity to the specifications. No product fault could be detected.

Event description:
This is report 1 of 1 for (B)(4).